Manufacturer narrative:
The dme (durable medical equipment supplier) reported the pt was using the everflo oxygen concentrator with 49ft of oxygen tubing. Respironics is not the MFR of the nasal cannula. The MFR informed the dme to notify the nasal cannula MFR of this event. The device is not being returned to the MFR for eval. The device was tested by the dme who found the device to operate properly.

Event description:
The MFR received info alleging a pt's blood oxygen level was low while using an everflo oxygen concentrator. The pt was admitted to the hospital for respiratory distress.